Event description:
In 2002, right shoulder slap tear - surgery, and the shoulder joint was insufflated with 20cc of 0.25% marcaine with epinephrine. The stryker pain catheter placed attached to its reservoir of 120 cc of 0.25% marcaine with epinephrine. Two day infusion set. On four and a half months later, surgery for frozen right shoulder, arthroscopy revealed there was grade 3 chondromalacia of the glenoid, but humeral head was spared and actually in good condition. Shoulder joint was insufflated with 30cc of 0.25% marcaine with epinephrine and the stryker pain catheter was placed for 48 hours. In 2007, right shoulder x-ray: show severe bone on bone osteoarthrosis. On two months later, right total shoulder arthroplasty. Dose or amount: #1: 120 cc, #2: unk. Frequency: 2.08 cc/hr; 48 hours dosage. Dates of use: 2002. Diagnosis or reasons for use: right shoulder slap tear, frozen right shoulder.